Event description:
It was reported that during the procedure, the needle/cannula broke off in the patient and the case was not completed. Medical intervention was necessary by enlarging the pedicle hole to remove the device material left behind. A surgical prolongation was reported. Upon follow up, it was reported that the device was successfully removed from the patient. It was further reported that the patient was doing well and no additional procedure is planned at this time.

Event description:
It was reported that during the procedure, the needle/cannula broke off in the patient and the case was not completed. Medical intervention was necessary by enlarging the pedicle hole to remove the device material left behind. A surgical prolongation was reported. Upon follow up, it was reported that the device was successfully removed from the patient. It was further reported that the patient was doing well and no additional procedure is planned at this time.

Event description:
It was reported that during the procedure, the needle/cannula broke off in the patient and the case was not completed. Medical intervention was necessary by enlarging the pedicle hole to remove the device material left behind. A surgical prolongation was reported. Upon follow up, it was reported that the device was successfully removed from the patient. It was further reported that the patient was doing well and no additional procedure is planned at this time.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.